Event description:
A distributor reported a malfunction alarm on a pump, specifically alarm 20 related to the cartridge, which persisted despite following instructions and loading a second cartridge correctly. There was no information available regarding the customer's blood glucose level at the time of the event. Tandem confirmed the pump was within warranty and arranged for its replacement, advising the customer to return the defective pump within ten days using the provided pre-paid label and return box. The customer declined to provide information about their backup insulin therapy method.